Event description:
The reporter stated that the haptic of a silicone three piece lens was torn. Additional information was requested but no more information was available. If additional information becomes available, a supplemental medwatch will be sent.

Manufacturer narrative:
Evaluation: visual inspection of the returned product found one haptic torn off. There was evidence of surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.